Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced hypoglycemic episode on (B)(6) 2026. The blood glucose level at the time of event was 1.2 mmol/l and the patient's car went into ditch for which emergency medical services were dispatched at 5:30 the same day. The patient was released within twenty-four hours of hospitalization. No further information available.